Manufacturer narrative:
Per good faith effort (gfe) response from bench repair, it is confirmed that the navigation-ring will be replaced to resolve the on/off button issue. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is has a bad contact on/off button. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response from bench repair, it is confirmed that the navigation-ring will be replaced to resolve the on/off button issue. The nav-ring has been ordered and shipped to conduct the repair of this unit. The nav-ring aligns with the recommended repair of the reported malfunction per the service manual. When all parts are received, the repairs will be conducted, tested and the device will be put back into service once completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Bench repair received and replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.